Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation procedure involving a farawave catheter, the physician tried to pull the wire and was stuck during the procedure, physician didn't see any wire movement and deduced that the wire got fractured. A new rosen wire was used to complete the procedure. No patient complications were reported, it is unknown if the device is available to be returned.